Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(6) 2018, erp_rfc_user related (B)(4). Complaints text: (B)(6) 2018; erp_rfc_user related (B)(4). Complaints text (B)(6) 2018 , (B)(6). Initial notes: she has a couple of reservoirs that broke. One thing wouldn¿t come off the transfer guard, and the other one broke off. (B)(6). What led to complaint: reservoir issues. Notes: pump s/n: (B)(4). Consumable info - reservoirs. Ref--- mmt-332a, lot--- hg20mut, exp---within exp. Time used: not used; date of original incident: (B)(6) 2018, bg at original incident: she believes it was in the 180¿s. Customer described this as "high" - harm treatment: changed her infusion set ; harm t/s: declined. Height/weight: file is accurate; notable weight change since incident: reason if t/s not done: no t/s guide for issue reported. Outcome: return/replace reservoirs. Shipping: ship: 1 res t pack return: 2 res; other shipping info: explained back order. Sent canister and envelope out immediately.